Event description:
Manufacturer reference number: (B)(4). Additional information indicates surgical intervention was undertaken on (B)(6) 2023 where one lead was explanted, and another lead was repositioned to address the issue.

Event description:
It was reported that the patient was experiencing from ineffective therapy. As a result, surgical intervention was undertaken on (B)(6)2023 where one lead was explanted, and another lead was repositioned to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was experiencing from ineffective therapy. As a result, surgical intervention may be taken place to address the issue. It is unknown which lead is causing the ineffective therapy.

Manufacturer narrative:
The date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000129378.